Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. Customer¿s blood glucose level was 184 mg/dl. After escalated troubleshooting, the customer successfully reloaded the cartridge and resumed using the insulin pump.